Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported mechanical jam and the reported activation failure were unable to be confirmed during return analysis, it is possible that the distal sheath of the delivery system was entrapped or bent in the moderately calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/ deployment failure cannot be determined. Inadvertent mishandling and/or manipulation of the device during attempts to deploy the stent likely resulted in the noted shaft bend which possibly contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure was to treat a moderately calcified left superior femoral artery. The lesion was prepared with a non-abbott balloon 7.0x60mm at 20 atmospheres for one inflation. During deployment of the 6.0x120mm supera stent strong resistance was noted with the thumbsilde and the device partially deployed. The partially deployed supera was removed from the anatomy under fluoroscopy. A 6.5x60mm supera was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Facility name - (B)(6).